Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged and was successfully repositioned one day post implant. The condition of the patient was good post procedure.